Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. The customer was able to clear the alarm and rewind the insulin pump. The alarm occurred shortly after troubleshooting and inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.